Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer reported high blood glucose. Patient's blood glucose at time of incident: 255 mg/dl. Patient's current blood glucose: 258 mg/dl. Customer reported low blood glucose. Customer treated for high blood glucose with insulin pump. Customer reported blood glucose dropping low. Patient's blood glucose at time of incident: 61 mg/dl. Patient's current blood glucose: a 258 mg/dl. Patient has treated with food. Patient has been experiencing blood glucose blood glucose from low to high every other day or so. Customer reported that they were hospitalized due to high blood glucose on about 3 years ago in (B)(6), about 5:30 with blood glucose of 995 mg/dl when went in, was at 1015 mg/dl when they started trying to bring it down. Customer reported significant events leading to hospitalization was tested at over 500 mg/dl after getting home from tennis, tried to knock it down but it didn't happen. Customer in emergency care for todays, stayed in hospital for 3 days until back under reasonable care. The customer was treated with gave water and insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer reports insulin pump was worn during a medical procedure/test around an magnetic resonance imaging. Performed displacement test. Test results was: alarmed no reservoir . The insulin pump will not be returned for analysis.